Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 MDR's filed for the same event (reference 1825034-2016-03806 / 03807 / 03808 ).

Event description:
Patient's legal counsel reported patient underwent right hip revision approximately seven years post-implantation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Operative note reported revision due to elevated metal ion levels and pain. During the procedure, papulated appearance of posterior capsule, grayish type changes on the trunnion, scratches on the femoral head, cup was removed without any bone behind it, and anterior cyst in the acetabulum with metal debris were noted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so no product evaluation could be conducted. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. There are warnings in the package insert that state that this type of event can occur. The risks are addressed in associated risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.